Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was unable to be conducted due to the unknown lot number. A search of the complaint file found fifteen similar report with the involved product code. The user facility reported similar events from the same product code. See MDR's 2243441-2017-00176, and 2243441-2017-00177. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported problems the involved angio-seal evolution device. The following information was provided by the user facility: the clinician stated that when using three of the angio-seal 6 french evolution devices on three separate occasions, the tamper tube did not function properly and appeared to be stuck in the device; the clinician manually pulled the tamper device free and tampered manually; no patients were harmed; the sales manager met with the clinician to check his technique which was as per IFU, no fault noted with technique; the clinician has been using the evolution for many years now and this is the first time he has had an issue with the product; and there were no other devices or equipment used with the reported product.